Event description:
The ge oec 9800 fluoroscopy system would not boot. System locked at 5 arrows. No patient was present. System was being set up for a case.

Manufacturer narrative:
A ge oec service rep investigated this issue and found the cmos setting were corrupt. The cmos was reprogrammed with the default settings. The system was released to the customer for use. There was no patient information available from the facility with respect to this issue. No injury resulted or was reported.